Manufacturer narrative:
For suspect medical device information on device 2 of 2, see report number 1037905-2007-00068. Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the devices were not returned for evaluation. Information provided indicated the user experienced slight resistance when advancing the stent through the obstructed area. The instructions for use caution the user not to use the oasis if the wire guide or stent cannot advance through the strictured area. Because resistance of this nature was encountered, it is possible the condition of the patient affected the performance of the product. The information provided indicated the endoscope was placed in a torqued or retroflexed position during the procedure. Placing the endoscope in this position could have contributed to the reported introduction removal difficulties. The reported stretching and breaking of the guiding catheter can occur if excessive pressure is applied during removal of the guiding catheter. Information provided indicated the user experienced difficulty removing the guiding catheter. If excessive pressure was applied to the introduction system, perhaps in response to removal difficulties, this may have caused the damage reported. Prior to distribution, all oasis one action stent introduction systems are subjected to a visual and functional inspection to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of guiding catheter removal difficulties. This product was manufactured prior to implementation of the corrective action. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy oasis- one action stent introduction system (device 1 of 2). When attempting to advance the stent through the obstructed area, slight resistance was encountered. Once the stent was in place, resistance in removing the guiding catheter of the introduction system from the stent was encountered. During the attempt to remove the introduction system, the guiding catheter of the introduction system, the guiding catheter became stretched and broken. Although resistance in removing the introduction system was encountered, placement of the stent was successful. Nothing had to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation. One additional oasis-one action stent introduction system (device 2 of 2) was used in the same manner as described above the same observation was made.